Event description:
Additional information notes recurring oversensing noise on the right ventricular (rv) lead. The patient condition was stable.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing episodes due to noise on the right ventricular (rv) lead. No changes or intervention was reported; the device will continue to be monitored. The patient condition was stable.

Event description:
Additional information received notes that on 7 feb 2023 the physician elected to cap and replace the right ventricular (rv) lead. The patient condition was stable, before, during, and after.